Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, atrial pacing failure occurred after the pulse amplitude was changed to 2.5v. When programmed to 5.0v, normal pacing was observed. The failure mode was repeated and the device also telemetered that rrt had been reached.